Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 328 mg/dl. Troubleshooting was done. Customer stated that he was trying to bolus but the buttons were unresponsive. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer declined to do troubleshooting for high blood glucose. Customer stated the blood glucose may have been high due to him eating and not getting a bolus. No further information provided.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.